Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. No reservoir alarm anomaly noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.